Event description:
The customer reported an interlock failure. The interlock will not drive up and down. No patient injury was reported.

Manufacturer narrative:
The service rep troubleshot the system, he found ground pin in lemo connection was loose and the f1 fuse on the ps2 was bad. The rep replaced the fuse and repaired the lemo connector. Verified operation.